Manufacturer narrative:
Patient identifier: complete sid is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, alinity I stat high sensitivity troponin-I, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed false elevated alinity I stat high sensitive troponin-I result on one patient sample. The sample was repeated, and the result was normal which also matched the patient¿s historical result. The following data was provided (lab¿s reference range: < 5.1 pg/ml is normal, > 5.1 pg/ml is pathological): (B)(6) 2022, sid (B)(6), initial result = 198.2 pg/ml, repeat result below 5.1 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 39257ud00 and complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 39257ud00 is within 1sd of the established baseline, indicating the reagent lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 39257ud00 was identified.